Event description:
It was reported that a clearlink system extension set with control-a-flo regulator disconnected. This occurred while flushing the line during infusion of 0.9% normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.